Event description:
The customer reported the system would not provide a live fluoroscopic image. Loss of live image. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube ground was repaired during the service call. The system was tested and found to be working as intended and put back into service.